Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. It was also reported that a motor error alarm and no delivery alarm occurred during bolusing, and the customer did not change the infusion set or the reservoir. Troubleshooting was performed. The insulin pump continued alarming while priming.